Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the surgeon, the patient experienced an extrusion of the anterior edge of the coil of the device, through the skin. Explantation is planned but has not yet occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 30, 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. Re-implantation is planned but has not taken place as of the date of this report. This report is submitted on july 29, 2021.